Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.

Event description:
Procedure: unknown. Reportedly, the sleeve around the tip of the device was broken. This was noticed after it was applied to tissue. There were reported adverse effects to the patient.